Event description:
On 5/15/2008, the pt reported that his infusion sites are not sticking to his skin. He stated he has changed his infusion site twice today. He stated that he uses IV prep wipes prior to inserting the infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.